Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". According to the customer: "customer reported that "there was an advance of the npt infusion."